Manufacturer narrative:
This report is being filed under exemption (B)(4) by the MFR (B)(4). On behalf of the importer (B)(6). The device was inspected on-site by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. No deficiencies were found with the device. Additional info will be provided following the conclusion of the MFR's investigation.

Event description:
A caregiver was lowering the spreader bar of a ceiling lift, in order to raise the pt from its wheelchair. The spreader bar released from the ceiling lift approximately 4 feet. The caregiver put his knee up to avoid the spreader bar to hit the pt and received the bar on his knee. No pt involved. A caregiver was injured on a knee. He is off work, but no treatment was required.